Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the most recent occlusion, the customer's blood glucose (bg) level was 100 mg/dl. The customer changed the pump supplies. The cause of the past occlusions could not be identified and as the pump supplies had been changed after the most recent occlusion, tandem technical support was unable to perform a system check to determine a possible cause of the event.